Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse aligned, cleaned, checked function and integrity of the probes. The cse then checked and aligned the limit points of all the probes. The cse checked the mixers and paddles, which were good. The cse performed height alignment and position to cuvette were good. The cse rinsed all probes. The cse checked the dilution washer (dwud) and reaction tray washer (wud) and wash and were good. There were no leaks or problems found with the pumps. The cse checked the reaction tray (rrv) and dilution tray (dtt) which were good. The lamp energy was good. The cse then performed a wash 3 and ran quality control (qc). Qc passed. A siemens headquarters support center (hsc) reviewed the data. The reaction curves do not indicate an issue with the system or assay performance. The reaction curve for the falsely elevated result shows a normal reaction consistent with an elevated sample result. The cse was dispatched and performed routine alignments and adjustments to the probe and mixer mechanisms but did not identify any hardware issues. The local support for the region indicates the system and assay are performing as expected. The cause of the discordant microalbumin_2 results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, microalbumin_2 (ualb_2) results were obtained a patient sample on an advia 2400 instrument. The initial result received an "l-flag" (results exceeds expected range) error message. They reran the same sample on the same instrument, resulting without an error. The result was reported out to the physician, who questioned it. The customer then repeated from the original tube on (B)(6), 2016. The initial run resulted in an "l-flag" error. The customer repeated the same sample on the same instrument and resulted with an "l-flag". The customer reported out one of the results obtained upon repeat testing but it was not indicated which result was reported out. There are no known reports of patient intervention or adverse health consequences due to the discordant microalbumin_2 results.